Event description:
It was reported that the external pulse generator had a damaged pacing outlet. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector is broken. Upper case is broken and damaged. Lower case is broken, damaged, and contaminated. All control knobs are contaminated and one control knob is broken. Both bail covers are broken. Lead flex cover is contaminated. One printed circuit board flex cable is crimped. The ring is bent. Battery drawer has tool marks. Keyboard window is scratched. Lcd (liquid crystal display) is missing columns.